Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5067287.

Event description:
It was reported that the patient underwent a surgical procedure for bladder prolapse and mesh was implanted. The patient was reportedly discharged while still in horrible pain. The patient was readmitted to the hospital several times due to sepsis. The patient was sent home with her peritoneal open and the hospital explained that the wound had to heal from the inside out. The patient reported that her body was rejecting the mesh. The patient has also experienced scarring, vaginal bleeding with bowel movements, muscle pain, body pain and reported that the mesh is coming through the vaginal walls. The patient would like the mesh removed. The patient underwent a graft made from her own tissue to suspend the bladder, urethral reconstruction and vaginal reconstruction. The patient believes that she will need another rectal surgery. No additional information was provided.